Event description:
Healthcare professional reported, right side deformation and rupture of the device. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, broken shell, red particles in the gel. An underweight. A visual and microscopic analysis was performed, which identified sharp broken on posterior and creases fold. A dimension measurement in the shell was performed, which identify the thickness within specification. Base on the device analysis, the final assessment is: a sharp broken on posterior assessed, as an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side deformation and rupture of the device. Device has been explanted.